Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse was unable to reproduce or identify a leak. While servicing the instrument, the fse identified r (review result) flags on the differential test results from quality control, abnormal level ii. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and replaced the flowcell which eliminated the r (review result) flags on the differential test results from quality control, abnormal level ii. The repairs were verified per established procedures. (B)(4).